Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
The complaint was not verified. When received the device failed to communicate. Further analysis will not be performed at this time per legal hold.